Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned the contour next test strips. However, the lot # of the returned test strips was different than the one originally indicated to be involved in the event. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. The testing was also performed using the returned meter with in-house contour next test strips from the similar lot originally indicated by the customer to be involved in the event. All readings were with acceptable range. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose reading was not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.